Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7071244.

Event description:
It was reported that the patient developed a staphylococcus aureus infection at the thoracic incision site. Symptoms included swelling and puss at midline back incision. The cause of infection was unknown. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively. Explanted leads will not be returned.